Manufacturer narrative:
Blower valve

Event description:
While servicing the unit, the manufacturer's field service technician reported the ventilator log history indicated there had been an occurrence of an air source fault and gas supplies lost: safety valve open alarm. The customer had reported an issue with the air source upon startup of ventilator, however if the ventilator is operating and an air source fault occurs, a high urgency alarm activates and patient ventilation continues using the 100% o2 gas source if available. In this event, the user did not connect the ventilator to an oxygen source due the patient not requiring oxygen. As a result, when there was no air flow detected during operation, and an oxygen source was not detected by the oxygen pressure switch. When this occurs, the ventilator will alarm to alert the loss of both gas supplies and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. The service technician replaced the blower valve and main pcb to correct the findings during service. Performance verification testing was completed and all tests passed to operating specifications.